Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leakage occurred from the hub of the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device material#: 367365. D4. Medical device lot#: 5176998. D4. Medical device expiration date: 30-06-2027. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 25-06-2025. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2025. Imdrf annex b grid: b03 - testing of device from same lot/batch returned from user. B11 - historical data analysis. B14 - analysis of production records. Investigation summary: bd received one sample and one photo for investigation. The customer-provided photo shows a device with blood leakage between the male and female luer of the device. Additionally, the 1 customer sample was subjected to visual inspection for leakage. The sample failed testing as there was blood leakage between the male and female luer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e.1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leakage occurred from the hub of the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leakage occurred from the hub of the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided image shows a device with blood leakage on the female luer. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.